Manufacturer narrative:
H.6. Investigation: one sample and two photo samples were provided to our quality engineer for investigation. Through visual inspection, damage was observed on the barrel thread. A device history review was performed for reported lot, no deviations or non-conformances were identified during the manufacturing process related to this issue. Manufacturing personnel routinely inspect the product visually and functionally in order to reduce any defects with our products. Although we were not able to identify a direct cause, it has been determined this issue likely occurred as a result of the product getting jammed in manufacturing equipment or during transport in the manufacturing area.

Event description:
It was reported that before use of the bd plastipak¿ concentric luer lock syringe the screw thread of the syringe was deformed. The following information was provided by the initial reporter: "when preparing the devices, for the purpose of carrying out a cytotoxic preparation, that the screw thread of the syringe was deformed. The syringe could not be used. It was noticed before any contact with the product."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ concentric luer lock syringe the screw thread of the syringe was deformed. The following information was provided by the initial reporter: "when preparing the devices, for the purpose of carrying out a cytotoxic preparation, that the screw thread of the syringe was deformed. The syringe could not be used. It was noticed before any contact with the product."